Event description:
The customer reported, the table's foot board was inoperable. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The footboard was replaced. The system was then found to be operating as intended.